Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161900.

Event description:
It was reported that the patient's lead was fractured. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is fractured.